Event description:
Customer reported blood glucose results of hi, which on the voicemate/advantage system indicates a result in excess of 600 mg/dl, and 236 mg/dl within 10 minutes on the voicemate/advantage system. Customer reported no symptoms, took meds as usual . No adverse event reported. A request was made for the return of the system, replacement was sent.